Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The harmonic ace has been returned and evaluated by the failure analysis team on 05/19/2022. Failure analysis investigations was confirmed/replicated the customer reported complaint ¿jaw broke.¿ the instrument was found to have a blade broken. The blade broke at roughly .232¿ from the base. Broken piece was returned measuring approximately 0.091"" x 0.396"". Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace jaw broke. The procedure was completed with no reported injury.